Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had buttons that would stick; the keyboard tested out-of-specification in a mechanical manner. It was also noted that the red display wire was pinched with the wire insulation exposed, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the power button of the external pulse generator (epg) would stick, causing the epg to turn off. The epg has been returned for repair. There was no patient involvement.